Manufacturer narrative:
Device evaluation: the report of a potentially compromised driveline was confirmed based on the evaluation of (B)(4). A distal end percutaneous lead (driveline) repair was performed by a technical services representative on (B)(6) 2019. The approximately 18-inch segment of driveline replaced by technical services was returned for evaluation. Damage to the silicone sleeve was observed underneath a prior rescue tape repair electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for high potential testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Following the repair, a pump stop event on the grounded patient cable was reported and the patient underwent a pump exchange on (B)(6) 2019. The pump was returned assembled with the driveline cut approximately 3 inches from the pump body and five severed portions of driveline, measuring approximately 37 inches in total, were returned. Continuity testing was performed on the 2.5-inch, 5-inch, 13-inch, and 17-inch sections of driveline and all wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. Due to the condition in which the two 1-inch segments of driveline were returned, no continuity or high potential testing was performed on these segments. The shielding and bionate were removed from all of the returned portions of driveline and visual inspection of all the underlying wires revealed breaches in the insulation of the red wire at the nipple housing and the black wire approximately 1-inch from the nipple housing. A breach in the orange wire was also observed at the end of one of the 1-inch internal driveline segments; however, a specific location for the damage in relation to the pump could not be conclusively determined. The remainder of the driveline that had previously undergone continuity testing was then submerged in a saline solution for high potential testing to further verify the integrity of each wire's insulation and no further areas of current leakage were identified. The conductors of the red, orange, and black wires were exposed, which appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wires would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the mobile power unit (mpu) or power module. The disruptions in the wires would have also affected wire phases b and c and could have interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries. The shorts to ground would have caused the reported low speed/flow alarms and pump stop events, as seen in the submitted log files. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 3 months. Device evaluated by MFR: the device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that two low speed alarm events were observed within the lvad system log file while the lvad was on mobile power unit (mpu) support. Per technical services, this could have been due to a driveline issue with short to shield. On (B)(6) 2019 technical services was onsite and unable to reproduce the low speed events with manipulation of driveline or with patient movement. Patient was to be observed in the hospital for 48 - 72 hours and the lvad was to remain on regular grounded patient cable. On (B)(6) 2019 the lvad had 2 episodes of pump stoppages while the lvad was connected to the mpu. On (B)(6) 2019 technical services performed a distal end percutaneous lead (driveline) replacement. The lvad was placed on regular grounded patient cable post-replacement with no alarms. The patient was expected to remain under observation for 24 to 48 hours before release to home. It was reported that post driveline replacement, the lvad produced the low speed advisory with a recorded speed of 0 rpm with the corresponding low flow alarm. Technical services confirmed the pump stoppage event within the submitted log file while the regular grounded patient cable was in use. On (B)(6) 2019 the patient underwent pump exchange due to the driveline issue.